Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Customer name- (B)(6).

Event description:
It was reported that medication was aspirated into the suction channel of the colonovideoscope during an endoscopy procedure, and has not been fully removed during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the suggested event most likely occurred due to clogging of the suction tube of the control section. Olympus will continue to monitor field performance for this device. Updated fields: d8,h2,h3,h6,h11

Event description:
No additional information received from the customer.